Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery charging issue was verified, but the alleged pump temperature issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.